Event description:
Independent repair center: low 02 or yellow light. Key failure is the pilot valve is leaking. Additional malfunctions are the o-ring for the manifold and the tie wrap for the sieve beds are defective.